Manufacturer narrative:
The returned, explanted segments of the graft were evaluated by co's consulting pathologist. A copy of that report is submitted. The manufacturing batch records for the device were reviewed. The batch records are not typical- there are no similar incidents against this batch.

Event description:
The doctors claim that the graft, implanted on 1/13/1992, ruptured and was replaced by a goretex graft on 12/29/1998. The pt expired two days following the replacement with the goretex graft. Note: the hosp has refused to release any further info, including the cause of death.